Manufacturer narrative:
One 8.5f swartz braided introducer dilator was received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned dilator. Dissection of the dilator revealed no visual anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty and ¿scraping the inside of the sheath¿ remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia (avnrt) procedure, there was difficulty inserting the brk needle through the sheath because the needle was scrapping the inside of the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences. It was noted that the stylet was used and the needle was not reshaped.